Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patient's death.

Manufacturer narrative:
Event conclusion as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On september 22, 2005, guidant issued a physician letter describeing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Manufacturing changes to prevent this failure were made in march 2004. This device was manufactured before march 2004 and is included in this population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory.